Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving bupivacaine (4000 mcg/ml at 5994 mg/day), morphine ( 15000 mcg/ml at 2248 mcg/day) and clonidine (400 mcg/ml at 69.94 mcg/day) via an implantable infusion pump. It was reported that a refill was performed last thursday and the clonidine dose was approximately doubled; the hcp thinks this might have caused the patient to become hypotensive. The pump was turned down by 1/2 and a magnet was placed over the weekend and is currently the device to become stalled and stopped. It was reported that now the patient was hypertensive and in withdrawal. It was noted that the patient was current on precede and in the hospital. The pump was being interrogated to determined pump status and the hcp wanted it turned off.